Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown concentration of baclofen at 100 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient had an infection. The area of the infection was the catheter track. The patient also had altered mental status. It was reported that the patient had meningitis and the meningitis had been confirmed. The patient was put on intravenous antibiotics. The patient was in the hospital and they wanted to wean the patient off of intrathecal baclofen and potentially remove the catheter from the spine. No further complications were anticipated/reported.